Manufacturer narrative:
Section b5: the 03jan2021 controller exchange mentioned in previous report is captured in related manufacturer report number 2916596-2021-00135 manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events while the patient was supported by the power module. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2020 at 08:28:16 through (B)(6) 2020 at 18:31:40. The patient appeared to be supported by 14v batteries from the beginning of the file through (B)(6) 2020 at 16:54:05. At this time, the patient appeared to switch power sources to the power module. Approximately 1 hour later, several low speed events were captured. The pump appeared to be struggling to maintain the set speed from 17:53:10 through 18:20:33. The pump speed reached a minimum of 4190 rpm during the low speed events (5010 rpm below the low speed limit). These events were associated with low speed operation and low speed advisory alarms. Power was also elevated for the majority of these events, reaching a maximum of 15.1 w at 18:20:33. All low speed events appeared to occur while the patient was supported by the power module. The center later reported that no cause for the low speed events was identified. No diagnostic tests were performed. The patient was asymptomatic. The patient remained ongoing on hmii lvas, serial number (B)(6) until they expired on (B)(6) 2021 (related manufacturer report number 2916596-2021-00244). (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24aug2016. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed operation and low speed advisory alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were sent in for review. Upon review of the log file, technical services noted a low speed advisory and low speed operation on (B)(6) 2020. There was also an increase in power and a decrease in pi at this time. Technical services stated that there may be a problem in the pump rotor's ability to spin (a clot) or an issue with the percutaneous lead. Thrombus was not confirmed. Additionally, the log file captured backup battery fault alarms which led to a controller exchange on (B)(6) 2021.